Event description:
The account alleges that during evaluation of an artery in the patient's upper extremity for dialysis treatment, the tip of the catheter detached within the subclavian artery. A simple benston wire was used for deliverability. A stiff guidwire was not used for this procedure. No tortuous, diseased, or calcified arteries were noted during the procedure, the detached catheter tip was easily retrieved with a snare. No additional patient consequences to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is attributed to clinical use and forces imposed during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.